Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, intermittent oversensing on the ventricular channel was observed. The oversensing was reproduced when the patient performed deep inspirations. Programming changes were made. Patient will continue to be monitored.